Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was damaged during the laser extraction procedure of the left ventricular (lv) lead. Sensing and threshold remained the same, impedance was below 100 ohms. The patient underwent an additional surgical intervention to abandon the lead, and implant a new one. No additional adverse patient effects were reported.